Manufacturer narrative:
Physician reported that stricture was definitely procedure-related. Dysphagia is a known, anticipated adverse event after endoscopic eradication therapy, and may occur after radiofrequency ablation or cryotherapy procedures. During the egd to examine the symptoms of dysphagia, a narrowing of the esophagus was noted. Narrowing resolved after dilation with a tts balloon.

Event description:
C2 therapeutics became aware of an adverse event on (B)(6) 2018. Subject was initially treated with the cryoballoon system on (B)(6) 2017. No issues with the device were reported. Subject complained of 2-3 weeks of dysphagia (difficulty swallowing) to solids and underwent esophagogastroduodenoscopy (egd) on (B)(6) 2017 where a stricture was observed at 45cm. The stricture was dilated from 13.5 to 14.5 under fluoroscopic and endoscopic guidance and the waist of the stricture was eliminated. There was minimal resistance to scope passage after dilation.